Event description:
It was reported that there was no "feedback" on the first lead that was implanted. Testing with an external neurostimulator (ens) showed that the resistance on ¿several points¿ was 0. The physician ¿doubted¿ there was a short. A new lead was used which tested okay. The patient¿s symptoms improved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot# va0e7z3, product type lead. (B)(4).

Manufacturer narrative:
Product ID: 8870bbr01, serial# (B)(4), product type: software. (B)(4).

Event description:
Additional information reported the physician suspected a program error in the latest 8870 programmer card he was using. The physician indicated that during the two months prior to follow-up, he had experienced five cases where the physician programmer showed part or all electrons were short during impedance testing. When the lead was removed from the patient and placed in salt water, the physician programmer indicated that no problems were found during impedance testing. Further testing of the lead with a physician programmer while the lead was not in a saline solution or when tested directly with an ohm meter was reported to have revealed the lead was fine and that there was no short at all. Please see manufacturer report numbers 6000153-2014-00021, 3007566237-2014-01015, 3007566237-2014-01584, and 3007566237-2014-01819 for information regarding the other associated low impedance cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During analysis, the lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator, while the distal end was placed in 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Final analysis of the lead found no anomaly.